Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the contact filled the cartridge with manual injections instead of syringes. There was no reported impact to the user's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.